Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2013 (B)(6); product type catheter product ID 8835, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported that the patient experienced pain and unspecified underdose symptoms due to a fracture at the distal segment of the catheter. A dye study was performed to diagnose the break. The catheter was replaced on 2013 (B)(6); however, it was noted that the catheter was broken in pieces and the surgeon was unable to explant all of the pieces of the catheter. It was reported that the issue was resolved. Patient outcome was reported as no injury. The device system delivered dilaudid and bupivacaine.